Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
The international philips field service engineer (fse) reported a touch screen was misaligned and could not be calibrated during servicing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the international philips field service engineer (fse) and confirmed the reported issue. The fse replaced the touchscreen. The unit was functionally tested and successfully passed all tests. The unit was returned to service. No other anomalies were reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. Pil found that this touch screen fails all diagnostics testing and resistance measurements which are out of specification. The touchscreen failed due to multiple resistance measurement failures. Touchscreen failed due to not being calibrated to system pca. Touchscreen did function after recalibration.